Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes where the gel in the bottom of the tube isn¿t moving up to the middle. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports at least 8 tubes (367983) from lot# where the gel in the bottom of the tube isn¿t moving up to the middle.¿

Manufacturer narrative:
H.6. Investigation summary: material #: 367983; lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes where the gel in the bottom of the tube is not moving up to the middle. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: customer reports at least 8 tubes (367983) from lot# where the gel in the bottom of the tube isn¿t moving up to the middle.¿